Event description:
The customer reported that the unit needed calibration and that it could turn on, but could not do anything else. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit needed calibration and that it could turn on, but could not do anything else. There was no report of pt involvement. The unit was evaluated at the philips and the failure was further clarified the failure as the unit having a solid red x and it failed to charge and shock. Replacement of the therapy pca resolved the failure. The unit passed all post servicing testing and was shipped back to the customer site.